Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, additional event details are unknown. Therefore, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The pharmacist reported that during a polypectomy procedure, there was difficulty closing the ligature around the polyp when using the single use ligating device. After several attempts of "back and forth", the ligature was released open and had to be recovered with biopsy forceps. Post ligating/cutting the polyp with a warm loop, it was treated with injecting adrenal serum followed by hemostatic clips; no active bleeding occurred. It was stated that no patient injury occurred.